Event description:
The biomedical engineer reported the ventilator shut down and alarmed during testing due to a +5v and/or 12/24 volt failure. The device was not in use on a patient, therefore there was no patient involvement or harm. The manufacturer's service technician was unable to duplicate the reported problem. The service technician replaced the power supply and mmi pcb board as a precaution. Extended self testing (est) and applicable final testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Power supply; printed circuit board (pcb).